Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission stent system was selected for the treatment of the lad. It was not possible to advance the orsiro mission trough the lesion. Upon removal the stent dislodged from the balloon and stayed in the prox. Lad. Eventually, it was not possible to remove and thus, it was decided crush the stent against the vessel wall by using another stent.